Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices were achieved in the left common femoral artery (lcfa) via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 18fr and the evar procedure was completed. Reportedly, the sutures were tightened as per pre-closure proglide technique over the wire, however, the arteriotomy continued to bleed with a pulsatile flow. A third proglide device was placed; however, failed to capture tissue and the knot was deployed outside the arteriotomy tract. A dissection occurred longitudinally when the sheath was inserted, post proglide deployment. It was confirmed that the proglide devices did not cause or contribute to the dissection. A surgical cut-down was performed to repair the dissection and suture the artery closed to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.